Event description:
On (B)(6) 2025, the user reported starting the ilet and accidentally missed announcing their first dinner. Blood glucose (bg) rose to 266 mg/dl due to the unannounced heavy carbohydrate meal, and the ilet delivered correction doses overnight, bringing levels down. The next day, user¿s blood glucose (bg) dropped to 60 mg/dl for about 15 minutes, which was treated with a juice box. While getting ready, user accidentally tore out their contact detach infusion set. The agent educated the importance of replacing all supplies and priming the tubing. The user confirmed they had already done a full supply change earlier but would replace tubing as needed. The user's lowest blood glucose (bg) recorded was 60 mg/dl. Bg was correctable with juice. Symptoms included shakiness and weakness. No prolonged out-of-range period, outside assistance, or medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.